Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The customer¿s blood glucose level was 345 mg/dl at the time of the incident and the current blood glucose was unknown. The customer was treated with manual syringe. It was reported that the customer alleges pump was under delivering. It was reported that prior to the event customer had a fall and was admitted to hospital for hip injury. The insulin pump will not be returned for analysis.